Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies. There was no reported adverse impact to the customer¿s blood glucose.